Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the penumbra system 5max ace reperfusion catheter (5max ace) was fractured in the proximal shaft under the strain relief, approximately 1.1 cm from the hub. The 5max ace was also kinked 16.0 cm and 57.0 cm from the hub, possibly due to return packaging conditions. Conclusion: the complaint has been evaluated. The complaint indicated that the 5max ace was kinked in the strain relief. Evaluation of the returned product revealed it was fractured in the proximal shaft under the strain relief. This type of damage typically occurs when the device is improperly handled during removal from packaging or during preparation for use. If the catheter is removed from the packaging hoop or manipulated during insertion into the patient at an angle, the shaft may fracture due to excess force and bending of the catheter. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5maxace reperfusion catheter. During preparation for the procedure, the physician noticed that the 5max ace reperfusion catheter was kinked near the hub. A new 5max ace was used to complete the procedure.